Event description:
A pt reported blood glucose results of "hi" (33.3 mmol/l), 17.3 and 13.7 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported the ot ultra was missing segments. No symptoms of high or low blood sugar were reported while attempting to test. The pt was able to test on another meter and obtained a result for 217 mg/dl. The issue was not resolved with troubleshooting. No further info was reported.